Manufacturer narrative:
One certain® driver tip was returned for inspection. Visual inspection revealed moderate wear about the hex tip and body. The o-ring is in fair condition. The returned product was visually inspected with the naked eye and 10x magnification. The product was functionally tested, and the driver was found to mate correctly with a corresponding implant, however the implant fell out with minimal effort. A device malfunction was therefore confirmed; however it was not the alleged malfunction. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Event date unknown. Product lot # was not provided/unknown.

Event description:
It was reported that during clinical procedure, driver did not assemble and release with implant correctly. The surgery was completed by using other drivers.